Manufacturer narrative:
This report is being filed to update the facility name.

Event description:
It was reported that the atrial arrhythmia burden alert was triggered and very frequent undersensing of atrial signals were exhibited. The right atrial (ra) lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that the atrial arrhythmia burden alert was triggered and very frequent undersensing of atrial signals were exhibited. The right atrial (ra) lead remains implanted. Additional information noted that there was an alert for a non-sustained ventricular arrhythmia episode, and upon review of the arrhythmia logbook a signal artifact monitor (sam) episode was seen with possible noise on both lead channels. No changes were made. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that the atrial arrhythmia burden alert was triggered and very frequent undersensing of atrial signals were exhibited. The right atrial (ra) lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that the atrial arrhythmia burden alert was triggered and very frequent undersensing of atrial signals were exhibited. The right atrial (ra) lead remains implanted. No adverse patient effects were reported.